Event description:
It was reported by service report that the siderail could not be raised and locked in the upright position due to bent timing link. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: siderail timing link assembly.